Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor, string, and the collagen were missing completely. The user put the pieces of angio-seal together as recommended in the IFU. The physician introduced the device over the wire as recommended. During the recommended pulling step, the user noticed that there was no anchor and no string present. It was not possible to close the vessel. The user put out each device and did manual compression. This worked. There is no user failure. The structure of this device had mistaken. Manual compression was performed, this worked well, no harm or loss of blood. The type of procedure being performed was a atherectomy using an 8f guiding sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment. Anchor, collagen and filament were missing. It was an antegrade puncture and not an obese patient. Blood loss was less than 250cc's. The patient was not affected and is in stable condition. The patient was hospitalized due to the event. It was a left femoral artery puncture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angioseal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with foil pouch. No other accessory components were returned with the device. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. The returned device was subjected to visual analysis. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Upon this realization, the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. The complaint could be confirmed for the failure mode of "pullout" upon investigation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).